Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-15591. It was reported the patient experienced ineffective stimulation. Fluoroscopy imaging indicated lead migration. Surgical intervention was undertaken and one lead was explanted and replaced. The patient reported effective stimulation coverage postoperative. It is unknown which lead was explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.